Event description:
During a popliteal angioplasty treatment procedure, the shaft of the gazelle 3.0x20x135 mm balloon fractured at approximately 22 cm from the distal tip. The distal portion was successfully retrieved using a snare device. This gazelle balloon was replaced with another gazelle balloon to successfully complete the procedure. The "patient suffered no adverse consequences."